Manufacturer narrative:
A bci field service engineer (fse) noted the waste line was displaced by the customer moving the drain funnel, consequently the waste line was replaced by user. No instrument failure was noted. The waste line was inspected by the fse for correct placement. Based upon available information the root cause may be associated with operator/user error.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the lh 500 instrument a fluid leak appearing to be waste was noticed on the floor below the unit. The leak(s) was not seen on the unit or the table. The customer indicated their waste line runs to a floor drain close by and is unknown if the leak was coming from this section. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggle at the time of the incident. No one was exposed to this leak. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.